Event description:
Event description cpi received information that insulation on both the rate sensing and shocking legs of this transvenous defibrillation lead was fractured near the subclavian tiedown, resulting in an open and possibly shorted lead condition. The damage was due to patient manipulation of the implantable cardioverter defibrillator (ICD) in the pocket. Because of concern about possible damage to the device, both the lead and device were explanted and replaced.